Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system did not detect drawers due to power surge. The field service engineer replaced module controller for drawer to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system storage space was not detected on bus. The field service engineer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.